Manufacturer narrative:
Evaluation summary: the rapidcross pta rapid exchange balloon dilatation catheter was received for evaluation. No device, ancillary devices or cine images were received for evaluation. Sanguine residue was noted within the balloon chamber confirming communication between the inflation lumen and sanguine environment had occurred. The balloon chamber of the rapidcross dilatation catheter was placed within a pan of water. A 10 cc water filled syringe was attached to the proximal hub luer lock. The balloon chamber was inflated and a leak was noted in the balloon chamber. The balloon chamber was examined under magnification and a longitudinal tear was noted in the proximal half of the balloon chamber.

Event description:
Physician attempted to treat patient using a rapidcross balloon at the mid posterior tibial artery. Lesion type was fibrous with little tortuosity and little calcification. Artery diameter was 3 mm and lesion length was 20 mm. A 6f sheath was used. An inflation device was used with diluted contrast. It is reported that balloon burst during first inflation under nominal pressure. No issues noted prior to use. No resistance experienced during advancement. A second balloon was used to complete the procedure. No patient injury reported.